Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the blade broke. The broken piece was removed from the patient and the procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: broken blade. Probable root cause: inadequate window profile, inadequate welding process (i.e. Plasma, inductive, gluing), improper material strength, inadequate size selected for the application, material brittleness, excessive force applied by the user, incorrect rfid tag. Manufacture date is not known. Gtin: (B)(4).

Event description:
It was reported that the blade broke. The broken piece was removed from the patient and the procedure was completed successfully.